Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(4) 2016 at 12pm with a high blood glucose level of 700 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was unsure if their insulin pump malfunctioned. The customer stated that stress led to the high blood glucose levels. The customer did not have a tubing clamp to finish troubleshooting. A tubing clamp was sent out to the customer and was advised to call back to finish troubleshooting the insulin pump once they had received the tubing clamp.